Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory failure during power-on self-testing, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that host computer memory failure. According to the comments in the call was closed without any action from philips due to unresolved administrative issues on the customer. Remote service engineer (rse) did not contact the customer for remote diagnosis and therefore, rse is not aware of the details of the call. No work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.